Event description:
The customer reported via phone call that the insulin pump's screen was not very clear. She changed the insulin pump's battery and it would not turn on. Customer's blood glucose level was 325 mg/dl. The medtronic sticker was a different color. The insulin pump was bumped. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass, no blank display noted. Insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window, and stained end cap sticker.